Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the instrument's insulation at tip broke off. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a 0.102 x 0.211 piece. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of this failure is due to mishandling/misuse. The instrument was also found to have a bent grip, causing side to side misalignment of the grips. There was a 0.021 offset at the tips. The known common cause of this failure is overloading at the instrument tip. The bent grip did not exhibit a separation of the yaw pulley and the pulley cover at the glue joint. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted hysterectomy procedure, the surgical staff noticed that a fragment from the distal end of the instrument had broken off. However, the location of the instrument fragment is unknown. It is unknown if the instrument fragment fell inside the patient and was retained. There is no indication that the malfunction of the instrument occurred since failure analysis determined that the customer reported failure mode was likely caused by mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a fragment from the insulation on the distal end of the fenestrated bipolar forceps instrument broke off. According to the initial reporter, the surgeon made the decision not to investigate if the instrument fragment fell inside the patient. Therefore, the initial reporter was unsure if a fragment from the instrument actually fell inside the patient and was retained. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: according to the robotics coordinator, the surgeon stated that it was a small piece. The robotics coordinator indicated that she didn't bother to retrieve it. On (B)(6) 2017, isi also contacted the isi clinical sales representative (csr) who was not present during the surgical procedure. The csr spoke to the surgical staff about the reported event. The surgical staff did not know exactly when the instrument fragment actually broke off. At an unspecified time during the surgical procedure, the surgeon noticed that the instrument was not functioning properly. The csr did not know if the instrument fragment was noticed to be broken off intra-operatively or after the instrument was removed. The csr indicated that the surgical procedure was completed successfully with no reported post-operative complications. The surgical staff did not know the location of the missing instrument fragment.